Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - delay or no retraction and difficult to activate safety feature. The retraction issue occurred 5 times. The difficulty to activate issue occurred 7 times. The following information was provided by the initial reporter. The customer stated the following issues: "(1) the healthcare provider pressed the button, the needle was not retracted for five products (retraction issue). (2) the needle could be retracted. The health care provider's strong force to press the button was required (unable/difficult to press the button)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 14-dec-2022. Bd received 9 photographs and 18 samples from the customer in support of this complaint. 6 out of 18 were unused and unopened, 5 out of 18 samples were in a bag which said "unable to activate". 7 out of the 18 samples were in a bag with the title " after activation". 5 customer opened packages were tested and the retraction button was activated, and the needles successfully retracted, 6 samples that were still in unopened packages were tested and, the retraction button was activated, and the needles successfully retracted. 7 samples from the bag "after activation" were visually evaluated and, all the needles were fully retracted satisfactorily and, no defects were observed. The photographs were reviewed, and no retraction issues were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - delay or no retraction and difficult to activate safety feature. The retraction issue occurred 5 times. The difficulty to activate issue occurred 7 times. The following information was provided by the initial reporter. The customer stated the following issues: "(1) the healthcare provider pressed the button, the needle was not retracted for five products (retraction issue). (2) the needle could be retracted. The health care provider's strong force to press the button was required (unable/difficult to press the button).".